Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04168. It was reported the pt did not have stimulation in her left leg. The sjm rep met with the pt for reprogramming, but was unable to regain coverage. Although her gait is unstable, x-rays were taken, and no anomalies were noted. Both leads had invalid contacts. The pt had been working with her primary care physician regarding abdominal pain and nausea. It was reported testing was to be performed, and a procedure to address the scs leads may be undertaken at a later date.